Event description:
A revision case was done with a plan to remove 4 screws from the previous fusion and then place 8 screws with navigation. Before x-link was completed, pa started using suction to clear blood. Rep advised her to stop as any pressure could alter x-link orientation and render navigation inaccurate. Pa stopped using suction. At this point, the surgeon attempted to remove x-link as he thought the x- link was completed while he was scrubbing in. Rep stopped him and x-link was completed with respiration held. The rep suggested re-spin but the surgeon elected to continue with the procedure. The rep suggested that the surgeon perform a thorough landmark check and if any inconsistencies were present, he should re-spin. The surgeon completed a landmark check, and he deemed the navigation to be accurate. After placing the ll3 screw, the pa begin placing the rl3 screw and stated it didn't feel right. The pa removed the rl3 screw since the depth of the instrument seemed to be "off" on the navigation. At this point, the surgeon elected to re-spin. Before re-spinning, he requested neuromonitoring to stim the ll3 screw and it stimmed at 17. Upon re-spinning, he deemed the ll3 screw to be medial and removed it. After, removing the screws, and re-spinning to acquire the patient's anatomy, the surgeon placed all 8 screws accurately with the xvision system. The accurate placement was confirmed with fluoro it was concluded that the cause for the event is a user error or even misuse, as the surgeon decided to continue with the procedure without re-spinning, even though there was suspicion that the marker moved prior to completing registration. It is decided that this event needs to be reported, as two screws were redirected. No harm was reported to the patient